Event description:
Tvt procedure implanted, gynecare device (B)(4), lot 1115861. Had immediate reaction and infections, had to be catheterized for several weeks and have had recurrent and constant difficulties including but not limited to burning, pain, pinching. Inability to have sex. Had second surgery to relieve problem urinating. Still leaking. Substance still in body.